Manufacturer narrative:
Emdr section h6, added codes b20, c19 and d1002 and removed codes b01, c21 and d16 to reflect results of product history review and investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using a non-gore stent graft (main device: treo) and a gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis). It was reported that the delivery catheter of the contralateral leg endoprosthesis became entangled with a coil used for lumbar artery embolization, which was extending into the aneurysm sac, but the delivery catheter was inserted in that condition. After deployment of the contralateral leg endoprosthesis, resistance was encountered during catheter removal, but it was able to be removed. Fluoroscopy revealed that the leading olive remained inside the patient. The retained leading olive was retrieved using a snare catheter. The patient tolerated the procedure.